Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg rotating in the pocket and causing discomfort. The physician elected to replace the ipg. The patient is reportedly doing well.